Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 350mg/dl. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. Reviewed the alarm history and found low reservoir and low battery alarms. It was stated tht the customer changed the infusion set to solve the issue. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.